Event description:
It was reported that (1) device and (1) reload cartridge were used during a bowel resection. It was reported by the rep that the surgeon fired the tlc55 instrument once with no problems. The device would not fire a second time after being reloaded with tcr55 cartridge. A new instrument was opened and used and all went well to complete the case. There was no consequence to the pt.